Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse events of abdominal pain, overfill and fluid overload which warranted hospitalization. The pdrn alleges the liberty select cycler caused or contributed to the patient¿s adverse events, as evidenced by the lack of improvement (drain complications) following the repositioning of the pd catheter (not a fresenius product). Based on the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role. Based on the lack of details surrounding the overfill event, pending manufacturer evaluation, no treatment data and the successful completion of ccpd therapy on the replacement cycler, there is insufficient evidence to conclude how the events occurred.

Event description:
A peritoneal dialysis (pd) clinic nurse reported to fresenius customer service that the patient has been hospitalized on (B)(6) 2019 for fluid overload, overfill and abdominal pain during ccpd therapy (specifics not provided). The patient reported the liberty select cycler ¿seemed to switch over to fill too quick.¿ however, the patient did not inform the peritoneal dialysis registered nurse (pdrn) until they were already hospitalized. Upon follow-up with the pdrn, it was discovered the patient¿s pd catheter (not a fresenius product) was not draining appropriately and the patient underwent pd catheter manipulation (date/specifics not provided). The procedure was unsuccessful, as the patient continued to experience slow drains. As a result, the patient became fluid overloaded and was transitioned to back-up hemodialysis (hd) and manual pd therapy (capd). The patient is reportedly still recovering and is planning to switch to a baxter cycler (md preference). Additional information was requested but to date has not been provided.